Event description:
Discordant testosterone, vitamin d, and (B)(6) results were obtained on patient samples on an advia centaur xp instrument. It is unknown if the discordant results were reported to the physician(s). Quality controls (qc) had been within range prior to patient samples being run. After the patient samples were run, the operator performed the daily cleaning procedure followed by running qc, which was out of range. After service, the operator repeated the patient samples on the same instrument and discovered the discordant results. There are no known reports of patient intervention or adverse health consequences due to the discordant testosterone, vitamin d, and (B)(6) results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse performed a total service call and replaced a bent aspirate probe and all probe guides. The cse then adjusted and calibrated the aspirate probes. The cse calibrated some assays on the system and ran qc, all of which was within range. The cause of the discordant testosterone, vitamin d, and (B)(6) results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.